Event description:
It was reported the patient presented to the clinic after hearing his device alarm. Interrogation of the device revealed the rv (right ventricular) lead was exhibiting high impedances. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: defib conductor fractured; full lead in segments returned and analyzed.